Manufacturer narrative:
(B)(4). Batch #: u94t67. According to the information received, the device activated automatically on the condition that activation button wasn't pressed during procedure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the patient underwent a laparoscopic radical hysterectomy + laparoscopic bilateral ovarian and salpingectomy, laparoscopic pelvic lymph node dissection, and the patient was operated on with a brand new device. The device activated automatically on the condition that activation button wasn't pressed during procedure. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.